Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vascular access site was the femoral artery. The de novo target lesion location and characteristics were not available. The lesion was however, pre-dilated with a non-bsc 3.0x12mm balloon. Next, the physician attempted to advance a veriflex 3.5x16mm stent across the lesion but was unsuccessful. The stent delivery system was removed from the patient and it was confirmed a stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)